Event description:
An email was received from a sales representative stating that a patient's generator was at near end of service after being implanted for less than a year. Programming data was provided and showed that the device had good impedance values throughout its implant history. A review of the device history record for the implanted generator confirmed it had passed all quality inspections prior to release for distribution. The patient's generator was replaced due to the low battery and returned to the manufacturer for analysis. Additional programming data was reviewed and verified that the device reached the near end of service sooner than anticipated based on the generator charge consumed. The explanted generator was sent to the manufacturer for product analysis which has not been completed to date.

Event description:
Analysis was completed on the returned generator, which confirmed that the generator battery had reached end of service. The battery was removed from the generator case and the measured voltage confirmed end of service. A visual analysis was performed on the generator and identified contaminated copper material on the printed circuit board edge. The battery was removed and the pcba was subjected to a postburn test where the pbca failed multiple electrical tests. The residual copper material on the pcb edge caused for an increased current consumption for both standby and pulsing modes of operation.